Event description:
Per the clinic, open circuits were noted on 19 electrodes and short circuits were noted on 3 electrodes. The implanted device remains.

Manufacturer narrative:
Per the clinic, there are plans to explant the device and to re-implant the patient with a new device, due to the open and short circuits; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.